Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: supplier: (B)(4) / packaged by: (B)(4) ¿ manufacturing date: january 20, 2012. A non-conformance report was generated during production for a cracked small leaf spring and an issue with the staking of a set screw. Relevance to complaint condition cannot be determined until the product is returned for investigation. The review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the strut portion of a pair of compression forceps broke during an unknown surgical procedure on (B)(6) 2016. The breakage reportedly occurred at the base of the device, in the location of the screw. Although the screw was noted to still be in place, the strut portion of the device was no longer attached and was free-floating. No patient harm or surgical delay was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) pair of compression forceps (part: 03.211.400 / lot: 6622478) was returned for investigation with complaint category "broken: intraoperatively." This complaint is confirmed as the leaf spring on the returned forceps is sheared in half at the location where it is secured to the handle with a screw. Whether or not this complaint can be replicated is not applicable as returned device is already broken. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. After further review of the device history records for the returned part, this device/issue has been assigned a field action. The returned instrument is used to gain/maintain compression during fracture reduction and is part of both the 2.4mm/2.7mm va lcp forefoot/midfoot system and 2.7mm va locking calcaneal plating system. Proper use and maintenance are addressed in the respective technique guides. The relevant drawings were reviewed with no issues noted. No product design issues or discrepancies were observed. The returned instrument is used during forefoot/midfoot variable angle lcp implantations. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.